Event description:
It was reported that the spinal cord stimulator (scs) trial lead of the patient was cut while the patient was cleaning up the tape securing the trial implantable pulse generator (ipg). The patient underwent a scs trial leads explant procedure and the explanted devices were kept by the facility additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) trial lead of the patient was cut while the patient was cleaning up the tape securing the trial implantable pulse generator (ipg). The patient underwent a scs trial leads explant procedure and the explanted devices were kept by the facility